Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number.  This event will/was be reported on 0009613350-2017-00076.

Manufacturer narrative:
Information was received via journal article. (B)(4).

Event description:
It was reported via journal article that the patient had cranial migration at the 5 year follow up along with poor hip scores. Aaos: I, paprosky: 3a, and harris hip scores 61,61,60 at 1,2,5 years respectively. No further information is available.